Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient's system was exhibiting high impedances. Interrogation by the physician revealed that one of the patient's extensions had fractured. Surgical intervention is anticipated.

Event description:
It was reported that the physician explanted and replaced the patient's extension; however, the issue of impedances remained. No further intervention has been planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.